Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed that data sync service experienced a brief timeout while attempting to access the database server. The issue was self resolved before tss was assigned and logged in. Event viewer and log data were collected, and notable disk warnings were forwarded to hospital information technology for review. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were not communicated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.